Manufacturer narrative:
The returned select 1.5 tens device was tested and met both electrical and physical specifications. Two leadwires were returned. One leadwire met both electrical and physical specifications, the second leadwire failed. This failure was due to incorrect contact with the pin which resulted in an intermittent electrical connection. Two packages of electrodes were returned. The first package was unopened and met both electrical and physical specifications. The second package of electrodes was opened, used and failed to meet specifications. The electrodes were found to be dry, not sticky and had a high impedance value, which can cause electrodes to not perform as intended. Dried electrodes provide a poor quality contact with the patient's skin. The dry, high impedance electrodes and the intermittent leadwire could have contributed to the skin burn on the patient.

Event description:
It was reported to empi by a female patient on (B)(6) 2010 that she was using the 1.5 select pain control tens device with 2" round electrodes with device settings approximately 11.0 intensity on ch1 and 4.0 intensity on ch2 on the low back/hip program. She wore the unit for 20-25 minutes, while sitting on a straight back chair. The next day she woke up with a blister on the buttocks area. She went to the doctor who said it was a 3rd degree burn, and approximately 3.5cm by 3.0cm. On (B)(6) 2010, she went to see her physical therapist who gave her several bandages to use. On (B)(6) 2010, she went to a pain medicine doctor, who told her to see her internist. On (B)(6) 2010 she then went to a hematologist and medical oncologists he told her to see her internist for a decision about how to proceed. On (B)(6) 2010 she went to see her internal medicine doctor who referred her to a dermatology and dermatologic surgery doctor who gave her gentamicin sulfate usp, 0.1% instructing her to apply it three times daily. Other visits to the dermatology doctor on the following dates: (B)(6) 2010. Follow up with patient on (B)(6) 2010 about her condition and her doctor told her it would take 2-3 months for her to heal.